Event description:
It was reported that this right ventricular (rv) lead exhibited elevated and increasingly high threshold measurements. In addition, the patient was being seen in the emergency room (ER) due to drowning event. This rv lead was explanted, replaced with different model and will be returned for analysis. No additional adverse patient effects were reported.